Event description:
The customer reported that the power plug was not staying connected and as a result, the system was intermittently shutting down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug prongs were straightened. The system was then found to be operating as intended.